Event description:
It was reported that medical attention was sought on (B)(6) 2016 at 4:00pm after the end user was receiving erroneous readings from the prodigy glucose meter. The end user was feeling clammy, diaphoretic and sweating profusely and the paramedics were called. The reading on the prodigy meter at the time of the event was 144 mg/dl. The paramedics performed a test with their meter and received a result of 40 mg/dl and administered an IV of glucose to assist in raising the blood glucose level. No further information was provided.